Manufacturer narrative:
Visual inspection performed by r&d project manager the performed analysis confirmed that the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset is unable to withstand the blows and disengages from the offset body itself. Additional information reported I nthis fu: - device returned on data 27 november 2023 -visual inspection of the device.

Event description:
On removal of the trial assembly, the anti-rotational insert of the trial offset came out. The trial stem and trial offset remained the tibial bone. They were removed with some pliers. There were 20 minutes of delay in the surgery due to this event.

Manufacturer narrative:
Batch review performed on 08 november 2023: lot 2261891: (B)(4) items manufactured and released on 09-jun-2023. No anomalies found related to the problem. To date, no other similar events have been reported during the period of review. Preliminary investigation: the antirotational insert of the trial offset has been disassembled from the main body during trial removal from the bone. During extraction of the system consisting of extension stem, trial offset and trial keel assembly from the bone, the elastic clipping of the threaded insert of the trial offset was unable to withstand the blows and disengaged from the offset body itself.